Event description:
A low reading issue was reported with the freestyle libre sensor. A customer reported obtaining unspecified low sensor readings as compared to unspecified readings obtained on a competitor meter. The customer experienced a loss of consciousness and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is not fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no issues were observed. The sensor was reprogrammed and attempted to activate to perform linearity test but the sensor state went back 6. The sensor was de-cased and replaced with a known good battery. Reprogrammed and activated the sensor to perform linearity test. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. A customer reported obtaining unspecified low sensor readings as compared to unspecified readings obtained on a competitor meter. The customer experienced a loss of consciousness and no further information was provided. There was no report of death or permanent injury associated with this event.